Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a blue particle inside. The issue was found during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a blue floating particle matter was observed inside the fluid pathway of the container. The blue flat oblong shaped particle was verified floating in the solution approximately 0.25 square millimeters in size. A leak was found at the port 2, spike port bonding area. The reported particulate matter was verified. The cause of the particulate matter could not be determined. The cause of the leak could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.